Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2010, patient had withdrawal symptoms, pain, depression, severe headaches and felt sick. The hcp tried to do a dye study but could not withdraw medication out. The doctor thought there was something wrong with the catheter, per this reporter. There was no revision date. Additional information has been requested, but was not available as of the date of this report.